Event description:
The right ventricular (rv) lead was explanted due to infection. A new system was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).